Event description:
It was reported that the right ventricular (rv) lead measured high pacing impedance. The capture threshold has also been high, but now was normal. Nothing was reproducible during clinic evaluation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.